Manufacturer narrative:
Insulin pump seated at the beginning of displacement test without reservoir due to moisture damage on fsr. Unable to confirm excessive no delivery alarm due to seating anomaly. Insulin pump receive with corroded battery tube noted.

Event description:
The customer reported via phone call that insulin pump had broken and no delivery alarmed. The blood glucose at the time of the incident was 62 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm excessive no delivery alarm due to seating anomaly. Device receive with corroded battery tube noted.